Event description:
The complainant has reported out of a box of 5 radial jaw 3 pulmonary forceps, 3 of the devices were noted to have a wire that breaks from the head of the forceps. A fourth item was utilized successfully. Please note corresponding medwatch reports 6000123-2005-00055 and 6000123-2005-00057. No pt information was provided by the user facility. There was no report of death, serious injury or mistreatment associated with this event. No further information has been provided by the user facility.